Event description:
It was reported that during a pta iliac stent treatment procedure, the stent from the express biliary ld premounted stent system embolized requiring surgical intervention. The physician used a contralateral approach without an introducer sheath. The stent delivery device would not track over the bifurcation and while attempting to remove the device, the stent dislodged and embolized on the wire. The physician attempted to snare the stent, but was unsuccessful. The stent moved and required surgical intervention in the form of a cut-down procedure in order to remove it. The physician successfully placed another stent. Pt status is reported as 'fine'.